Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of lung on a thoracoscopic lobectomy, the device was able to fire but the back section was not well formed and had an incomplete staple line distally. The surgeon used sutures to stitch and fix the staple line and the case was completed. It was also reported that the loading and unloading process were not smooth.